Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to a paramedics meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist mss made a follow up with the patient. The patient stated that the alleged product issue first started on (B)(6) 2016, time unknown. The patient reported that on an unknown time prior, she had developed symptoms of sweaty, and blacked out, unconscious. The ems emergency medical services were called and obtained an alleged inaccurate high result of 48mg/dl on the subject meter compared to 31mg/dl on the other meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls within lfs' criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster) and stated that on (B)(6) 2016, time unknown, she was treated by a health care professional (hcp) with a glucagon injection. The patient confirmed to mss that she felt the meter had been reading inaccurately high before the lead up to this incident however could not recall her previous results. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained inaccurately high reading on the subject meter which may have caused/contributed to the fact that the patient required hcp intervention for a blood glucose excursion. It cannot be said with absolute certainty that the alleged "inaccurately high" subject meter result did not affect treatment options prior to or after the onset of these symptoms.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. No lot evaluation could be conducted as no test strip lot number was provided. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.